Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported problem of not recognizing the door latch, which was reproduced. The messages were found to be caused by cracked threaded inserts from front case which allowed separation between front cases and mechanical assembly resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump "does not recognize door latch." It was also reported there was no patient involvement.